Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received but does not reflect full investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and failed due to not found. Share logs data was received for evaluation but does not reflect the full investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).